Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft. A synergy¿ drug-eluting stent was selected to treat the lesion. However, the stent dislodged from the balloon. No patient complications were reported and the patient was doing well.